Event description:
Procedure type: diag. Lap. According to the reporter: the white tip fell off the obturator when inserting the trocar. Only the fin broke off and it was retrieved without extending operating room time or the incision. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).